Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional treatment details will not be provided. The external visual inspection revealed silicone damage on the top cover, damaged wires along the lead, and the electrode was severed at the fantail prior to receipt. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly hospitalized on (B)(6) 2020. The recipient's infection resolved mid (B)(6) 2020. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection near the implant site. The recipient presented with inflammation around the implant site. The recipient was treated with multiple antibiotics, however, the issue did not resolve. The recipient's device was explanted. The recipient was not reimplanted. The recipient is recovering well, however, the recipient remains hospitalized.